Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture : observed opening assessed as fold flaw. No further actions are required as it is not related to the manufacturing process. Additional observations noted during device analysis was a non-penetrating nick. None of this is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported right side "ruptured breast implant". The device has been explanted.

Manufacturer narrative:
Clarification d4 - device serial# is either (B)(6) sides not specified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured breast implant". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.